Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead exhibited noise. Oversensing and inappropriate mode switch episodes were also observed. A right atrial lead fracture was suspected. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.